Event description:
Caller alleges discrepant result. Inratio = 4.2, lab = 10.3. Time between testing unverified but the nurse thinks the time difference was between 2-4 hours.

Manufacturer narrative:
Investigation pending.